Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. In the absence of the sample and any additional information regarding the case, no conclusion can be drawn. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery, causing it to tear. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Terumo medical received an FDA medwatch report #mw5115557. The event description states: left femoral access, right lower extremity angiogram and intervention on a patient's bypass graft stenosis was successful. However, upon attempted removal of the sheath, the sheath would not completely remove and ended up fracturing. This required the patient to be transported to the operating room for removal of the sheath and a successful repair of the femoral artery.

Manufacturer narrative:
A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.